Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that luer damaged/defective and catheter leak occurred. It was reported that a farawave catheter was selected for a pulmonary vein isolation (pvi) to treat a persistent atrial fibrillation (peaf). During procedure during test period, the catheter was tested after opening it and it was noticed that the flush port was warped and it could not be flushed properly because of bent/angled plastic. Troubleshooting was performed, it was attempted to flush multiple times and angles, but it did not work. Additionally, fluid leak in the flush port was reported and a photo of the catheter luer was provided. Catheter was replaced and procedure was completed without patient complications. Product return is expected.